Manufacturer narrative:
The sensor was received by lifewatch on (B)(4) 2011 and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the manufacturer for further evaluation. Associated accessory device: act monitor; model # com001; (B)(4).

Event description:
The pt reported to his physician's office that the act I sensor was overheating. Although there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. The pt communicated via text and email, as he is hard of hearing. The pt reported the sensor housing was overheating. He was in his bed sleeping and was awakened by the overheating. The pt reported the device was warm to the touch. Initially, the pt did not feel a burn, but a few days later he noticed a small red spot when taking a shower. It has healed. He used no products for healing/ treatment and did not see a doctor.